Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "many episodes of debilitating bone pain, fever, rigors, etc. Many doctors, lab tests', cultures, ER visits, over 5 months. Turned out to be two bacteria in PICC line and I was flushing it into my bloodstream every day for 5 months. PICC removed, too many tests to list below second bacteria found pantoea species. Neither of these bacteria were found in blood cultures drawn from the opposite arm over the course of 5 months. Once the catheter was removed and cultured did these bacteria finally get picked up. Patient suffered debilitating illness for five months."